Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing on the left ventricular (lv) channel. Technical services (ts) reviewed the device data and noted pacing inhibition on the presenting electrogram (egm) . No adverse patient effects were reported. This crt-d remains in service.